Event description:
During an arthroscopic reconstruction of his anterior cruciate ligament in the right knee, guide pin broke off in pt's bone. Surgeon made the decision to leave it vs. Attempt removal for pt safety purposes.